Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform stapler instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. Per the review of event information, the following was confirmed: a right hemicolectomy was performed on (B)(6) 2022 on (B)(4). Two sureform 60 staplers (part # 480460-09 lot # k91210118) were used. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the following possible related system errors: error 22027 ¿ grip release tool detected on universal surgical manipulator (usm) 3 (sn (B)(4)) the manual grip release wrench while instrument joints are in a locked state error 26008 ¿ instrument manual grip release misuse on usm3 (the user may be attempting to use the emergency grip release without pressing the e-stop) error 282 ¿ tool invalid reason: tool force expired (tool sn (B)(4)) on usm3 this complaint is considered as a reportable event due to the following conclusion: it was alleged that the sureform stapler failed and was not able to be removed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, it was observed that while transecting the right colon, the surgeon was unable to remove the sureform stapler. The customer noticed that the stapler was attached to another instrument. The customer had to break the stapler to remove the instrument without any harm. The procedure was continuing as planned and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections device evaluation information can be found in the following fields. Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the reported complaint. Fa could not reproduce this issue as fa cannot verify external event to be related to the customer reported complaint. The instrument was placed on the in-house system and the following message was observed "instrument failure. Manual stapler release previously used on device. Do not reuse." The radio frequency identifier (rfid) editor was used to manually overwrite the force expiration due to the stapler manual release. Error code 22027 was found in the logs, indicating the manual release wrench was used while the instrument joints were in a locked state. No other failures were found during log review of remotefe and dsp logs. The instrument was placed back on the system and driven on an in-house system. The instrument passed initialization, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload. Visual inspection was performed, and no damage was observed. The root cause is attributed to non-device related factors. A review of the device logs for the sureform 60 stapler (part# 480460-09 / lot# k91210118-0267) associated with this event has been performed. The alleged event occurred on the 2nd use of the instrument and had 10 lives remaining. A second sureform 60 stapler was also used.